Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The instrument has not been received for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the screw at the prograsp forceps instrument wrist became loose and fell into the patient's abdomen. The fragment was retrieved during the same procedure. An x-ray was also performed to locate the fragment. The procedure was delayed by greater than 30 minutes and completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.